Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT showed that the talent has migrated 6.5 cm distally resulting in a proximal type I endoleak. The aneurysm is currently 6 cm in diameter. An endurant 36x36x70 cuff was implanted. The event has resolved. The physician stated that the cause of the event is disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.